Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level of 947 mg/dl; cause was unknown. Reportedly, the customer was administered intravenous (IV) insulin and fluids along with anti-nausea medications. A few hours later, the customer left the ER with a bg level of 250 mg/dl and feeling "much better".